Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Customer states the bed was received damaged, the head deck was bent and scratched.